Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was between 600mg/dl. Current blood glucose level of customer was 152 mg/dl. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Insulin pump had insulin flow block alarm and resolved by complete set change. There was no damage to retainer ring. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.